Event description:
It was reported on (B)(6) 2026 that a silent nite 3d was reported as being broken by dr. (B)(6).; it is "believed the knob is where the bands are connected". The device is being remade. Additional information received reported that the anchor separated from the tray. It is unknown if the patient was sleeping when the device broke. The 31-year-old, male patient did not suffer any injury or adverse outcome and no medical intervention was required. The event was reported to have occurred on 06/22/2026, at which time the patient stopped using the device. The device is still with the patient, who has been provided a shipping label to return the device.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).